Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent, balloon sections of the device were visually and microscopically examined and strut 1 on distal end of stent pushed and twisted proximally. No issues noted with balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-nov-2016. It was reported that crossing difficulties were encountered. Angiography was performed which revealed an 85% stenosed target lesion located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed, a 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross lesion. The procedure was not completed and the procedure will be rescheduled depending on the patient's condition. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.